Manufacturer narrative:
The pump and catheter have have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt was scheduled for repositioning surgery for pump. Upon dissection of the pump from the abdominal adipose area, the surgeon noticed a brisk efflux of purulent drainage. A culture was obtained in operating room and confirmed gram negative bacilli. The surgeon spoke to the pt's family and the decision was made to explant the pump and catheter. The pt was admitted, treated, and then released 6 days later. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to delivery gabapentin.